Event description:
It was reported that the patient had persistent post-operative pocket pain and was unwilling to continue with therapy. Reportedly, tolerability testing showed the patient was extremely sensitive and reported discomfort even at extremely low amplitude. The device was explanted successfully and without any complications. There was no report of patient harm or injury.

Manufacturer narrative:
Reference #:(B)(4). Other device explanted: model: 8145 description: percutaneous stimulation lead. Serial numbers: (B)(6)/ (B)(6). UDI #: (B)(4).(B)(4). The device was returned for analysis. Visual inspection of the implantable pulse generator (ipg) was performed. No observation was identified that would have contributed to the patient's pain. The ipg passed the functional testing and operated within the manufacturing specifications. No functional testing could be performed on the returned leads. Both leads were received in two segments. The device history record was reviewed, and no relevant non-conformances were found.

Manufacturer narrative:
Reference #: (B)(4). Other device explanted: model: 8145.description: percutaneous stimulation lead serial numbers: (B)(6) / (B)(6). UDI #: (B)(4), (B)(4).

Event description:
It was reported that the patient had persistent post-operative pocket pain and was unwilling to continue with therapy. Reportedly, tolerability testing showed the patient was extremely sensitive and reported discomfort even at extremely low amplitude. The device was explanted successfully and without any complications. There was no report of patient harm or injury.